Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator and right ventricular lead. The lead also exhibited high capture thresholds. No adverse symptoms were reported, and the system will continue to be monitored.